Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level due to this reported issue. The customer declined further troubleshooting with tandem technical support and reverted to manual injections for insulin therapy.